Event description:
Customer reported his insulin pump had a failed self test alarm. The customer's blood glucose was 120 mg/dl. The customer stated the alarm did not occur during the rewind/prime sequence. Troubleshooting found the insulin pump failed the self test. The customer was advised to replace his insulin pump. No additional info provided.

Manufacturer narrative:
Pump alarmed a 64 during self test, unable to communicate with the bg meter and test sensor due to faulty y1/rf board. (B)(4).